Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was receiving power and responding to barcodes; however, the system failed to register the scans due to the faulty usb cable. A field service engineer resolved the issue by replacing the usb cable. Further, deleted the scanner from device list and reinstalled the scanner, resulting in normal functionality. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system scanner was not scanning, which hindered users from accessing the medication. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.